Manufacturer narrative:
The device has not returned yet for evaluation. (B)(4) a follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
As reported by customer: "the single-head pump has an error message: run away" no patient harm was reported. (B)(4).